Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Initially the customer called to request assistance in reconnecting the insulin pump. During the call the customer reported that she had low blood glucose several occasions in the past and the paramedics were called out to treat her low blood glucose.